Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated his condition improved and no longer experiencing symptoms.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed the customer did report symptoms of feeling dizzy and lightheaded during the call. Customer stated that on (B)(6) 2020, he called the paramedics because he felt very dizzy. Paramedics checked customer's blood pressure and observed it was slightly elevated but nothing to worry about. Customer was not taken to the hospital. Customer stated that he does not know if the symptoms are related to his diabetes or his blood pressure. The product is stored according to specification in the living room. During the, call a back to back blood test was performed by the customer and produced test results of 111mg/dl fasting using true metrix meter. After troubleshooting, customer feel comfortable with the results and with the meter. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.